Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump stopped working halfway through the infusion, with a series of codes present on screen. This issue was never seen before and could not be solved with usual troubleshooting techniques. A disruption of treatment occurred for about 1hr 15mins. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 11/19/2024 one device was received for evaluation. Visual inspection found the device to be in good condition. A review of the event history log revealed last error code 46876. Functional testing was unable to replicate the reported problem; however, the error code was identified. It was determined that the faulty main board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.